Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer with additional information received through social media and describes the occurrence of injury ("for the damage that would have been caused by the contraceptive") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced injury (seriousness criterion medically important). Essure treatment was not changed. The reporter considered injury to be related to essure administration. The reporter commented: in brazil, a group of 334 brazilian women are trying to reach a compensation for the damage that would have been caused by the contraceptive. Furthermore, there are women who are fighting in court to force public hospitals to remove the devices they have placed. Cases were taken from litigation process prints. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jul-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer with additional information received through social media and describes the occurrence of injury ("for the damage that would have been caused by the contraceptive") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced injury (seriousness criterion medically important). Essure treatment was not changed. The reporter considered injury to be related to essure administration. The reporter commented: in brazil, a group of 334 brazilian women are trying to reach a compensation for the damage that would have been caused by the contraceptive. Furthermore, there are women who are fighting in court to force public hospitals to remove the devices they have placed. Cases were taken from litigation process prints. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.